Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient developed skin erosion at the ipg site. The ipg is exposed. Additionally, an infection was suspected as a nodule was developing over the lead site. As such, surgical intervention took place wherein the ipg and lead were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.